Event description:
The customer reported that there was one bundled gauze that had 11 each banded together instead of 10 each.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed showing the lot met all the requirements and was released. No picture or physical sample was provided for investigation. No root cause or corrective action could be determined. This complaint will be used for tracking and trending purposes.